Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was informed by the customer that fluid was spilled on the touch screen before the problem occurred. The device was inspected but the reported issue could not be reproduced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the touch screen of the centrifugal pump 5 (cp5) switched screens without user interaction during a procedure. The touch screen then locked up and the user was unable to change the flow rate. The device was replaced to complete the procedure. There was no report of patient injury.